Event description:
It was reported that the customer was hospitalized for high blood glucose. It was stated that the customer performed a bolus delivery and the insulin pump alarmed no delivery. Troubleshooting was performed. The infusion set and the reservoir were changed and ran a fixed prime test, but the alarm occurred repeatedly. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.